Manufacturer narrative:
The transducer referenced in this report was returned to siemens for investigation. During visual inspection, no visible damage was found on the articulation sleeve area. System testing was executed and no system error was able to be reproduced. Additional functional tests were conducted and the transducer was confirmed to be performing to its specifications. Based on the results of the investigation, there was no trouble found as the root cause of the reported error could not be identified. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference complaint # (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the transducer generated usacquisitionhw_40 and hw_36 error messages. There was no procedure being performed at the time. The errors occurred while the transducer was being connected to the ultrasound system. The system was not rebooted and the transducer was replaced with a different but similar transducer. There was no patient involvement. No additional information was provided.